Event description:
It was reported that (1) device was about to be used during an unk procedure. It was reported by the affiliate that the 511s, from the tk11m kit, valve was broken. The device was not used. There was no consequence to the pt.